Event description:
The cypher stent dislodged in the pt's posterior lateral branch of the right coronary artery. This occurred evern before the balloon had been inflated. The distal end of the stent flared. "Attempts to remove the flared stent back into the guide catheter were unsuccessful; therefore, the guide catheter, stent and steerable guide wire were all removed as a single unit, however, the stent became caught in the vasculature and the wire tip was fractured off." The physician tried to remove the stent and pulled it down onto the groin, but could not get it out of the groin. The stent was trapped to the profunda artery and required surgical removal. The pt is currently in stable condition.